Event description:
Written report rec'd from baxter-states leakage was observed around the fill port cap immediately after device was filled with 240 ml of solution consisting of 5fu (30cc) and ns (240cc). Medications were filtered using 1.5mm filter and were dispensed in an ampoule. The device was connected to the pt immediately after it was filled. The reported condition occurred while device was connected to the pt." Both the pt and staff were exposed to the solution and no one was wearing any protective clothing. Per reporter no one was injured and no one required any medical intervention as a result of the reported condition. No other info provided.